Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received twenty-six inappropriate shocks and was hospitalized. Upon event review, it was determined that the inappropriate therapy was delivered due to far-field over-sensed atrial flutter. This far-field over-sensing also inhibited pacing delivery, although there was no asystole noted. The physician elected to de-activate tachycardia therapy and reprogrammed the automatic gain control feature (agc). Following the weekend, the patient was re-assessed and the occasional far-field over-sensing was noticed above 0.8 millivolts (mv). Despite the risk of adjusting the agc to 0.9 mv and the potential impact on ventricular fibrillation (vf) sensing, the physician elected to re-enable tachycardia therapy. Boston scientific technical services (ts) was contacted, and it was noted that there had been over 50 inappropriately treated events, either with anti-tachycardia pacing (atp) and/or a shock, due to far-field atrial over-sensing since (B)(6) 2024. Ts recommended to perform extensive troubleshooting, via provocative maneuvers, postural testing, and x-ray imaging to exclude potential right ventricular (rv) lead impairment. Subsequently, the recommended lead evaluation was performed, and no issues were identified. However, x-ray imaging revealed that the rv lead was close to the tricuspid valve. There was concern that this lead position could have contributed to the observed over-sensing. Ts was contacted again and confirmed that over-sensing could happen when the lead is near the valve, but this should have been present since implant if the lead had been in that position the entire time. An extensive x-ray review was recommended to rule out a potential lead dislodgement. If there were concerns regarding the lead integrity, a revision procedure was recommended. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section h6 (impact codes).

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received (B)(4) inappropriate shocks and was hospitalized. Upon event review, it was determined that the inappropriate therapy was delivered due to far-field over-sensed atrial flutter. This far-field over-sensing also inhibited pacing delivery, although there was no asystole noted. The physician elected to de-activate tachycardia therapy and reprogrammed the automatic gain control feature (agc). Following the weekend, the patient was re-assessed and the occasional far-field over-sensing was noticed above 0.8 millivolts (mv). Despite the risk of adjusting the agc to 0.9 mv and the potential impact on ventricular fibrillation (vf) sensing, the physician elected to re-enable tachycardia therapy. Boston scientific technical services (ts) was contacted, and it was noted that there had been over 50 inappropriately treated events, either with anti-tachycardia pacing (atp) and/or a shock, due to far-field atrial over-sensing since (B)(6) 2024. Ts recommended to perform extensive troubleshooting, via provocative maneuvers, postural testing, and x-ray imaging to exclude potential right ventricular (rv) lead impairment. Subsequently, the recommended lead evaluation was performed, and no issues were identified. However, x-ray imaging revealed that the rv lead was close to the tricuspid valve. There was concern that this lead position could have contributed to the observed over-sensing. Ts was contacted again and confirmed that over-sensing could happen when the lead is near the valve, but this should have been present since implant if the lead had been in that position the entire time. An extensive x-ray review was recommended to rule out a potential lead dislodgement. If there were concerns regarding the lead integrity, a revision procedure was recommended. The patient was evaluated in-clinic and the recommended integrity testing was performed, which revealed no lead abnormalities. X-ray images were also taken, and no issues were observed. The physician elected to discharge the patient and is continuing with close remote monitoring. At this time, this crt-d remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) recently received twenty-six inappropriate shocks and was hospitalized. Upon event review, it was determined that the inappropriate therapy was delivered due to far-field over-sensed atrial flutter. This far-field over-sensing also inhibited pacing delivery, although there was no asystole noted. The physician elected to de-activate tachycardia therapy and reprogrammed the automatic gain control feature (agc). Following the weekend, the patient was re-assessed and the occasional far-field over-sensing was noticed above 0.8 millivolts (mv). Despite the risk of adjusting the agc to 0.9 mv and the potential impact on ventricular fibrillation (vf) sensing, the physician elected to re-enable tachycardia therapy. Boston scientific technical services (ts) was contacted, and it was noted that there had been over 50 inappropriately treated events, either with anti-tachycardia pacing (atp) and/or a shock, due to far-field atrial over-sensing since (B)(6) 2024. Ts recommended to perform extensive troubleshooting, via provocative maneuvers, postural testing, and x-ray imaging to exclude potential right ventricular (rv) lead impairment. Subsequently, the recommended lead evaluation was performed, and no issues were identified. However, x-ray imaging revealed that the rv lead was close to the tricuspid valve. There was concern that this lead position could have contributed to the observed over-sensing. Ts was contacted again and confirmed that over-sensing could happen when the lead is near the valve, but this should have been present since implant if the lead had been in that position the entire time. An extensive x-ray review was recommended to rule out a potential lead dislodgement. If there were concerns regarding the lead integrity, a revision procedure was recommended. The patient was evaluated in-clinic and the recommended integrity testing was performed, which revealed no lead abnormalities. X-ray images were also taken, and no issues were observed. The physician elected to discharge the patient and is continuing with close remote monitoring. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.